Manufacturer narrative:
Device is combination product. If implanted, give date: 2009. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, thrombosis occurred. The target lesion was located in the mid left circumflex (lcx). It was treated with placement of a 2.25x24mm taxus liberte atom stent. (B)(6) 2010: the patient presented with a st elevation myocardial infarction. Patient reported being off aspirin and plavix for 1 - 2 weeks prior to this. Cardiac catheterization revealed a 90% thrombotic occlusion of the mid lcx and also a 90% thrombotic occlusion in the first obtuse marginal where a previously placed 3.0x23mm non-bsc stent was implanted in 2008. Thrombectomy was performed with minimal results due to difficulty crossing the stented areas with the thrombectomy catheter. A 3.0x15mm nc quantum apex balloon, a 2.5x15mm nc quantum apex balloon and a 2.0x15mm apex balloon was used to dilate the lesions with good angiographic results. The patient was discharged on aspirin and effient.